Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the branches of the vessel sealer extend instrument could not be manually opened. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. The procedure was completed with no reported patient harm, adverse outcome or injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring.